Manufacturer narrative:
On 08/01/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Ias software corrupted and won't load upon boot-up. Re-loaded ias software 3.1.6. System now fully boots-up and passes all system check-out tests. Issue resolved. System performed as intended. On 08/01/2016 a medtronic representative, following-up at the site, reported the surgery was not re-scheduled, the procedure continued without the use of navigation or the imaging system. On 08/10/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. On 08/18/2016 a medtronic representative found the ias software was corrupted and would not load upon boot-up. Re-loaded ias software 3.1.6. System now fully boots-up and passes all system check-out tests. No further issues have been reported.

Event description:
A medtronic representative reported that, while preparing for a spine procedure, when booting the imaging system, the mobile view station (mvs) turned on and reached the exam information screen, however, the image acquisition system (ias) would not boot past initializing motion, generator, and mvs connection. There were no green checks and the mvs displayed the message: disconnected. Attempted to re-boot the imaging system several times without resolution. This occurred during set-up for a procedure, the patient was not yet in the room. The surgeon choose to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. Delay in therapy was less than one hour.

Manufacturer narrative:
Correction: a medtronic representative, following up with the site, reported that the issue occurred prior to the patient entering the room as such there was no reported delay while the patient was under anesthesia.